Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The blood glucose reading was 257 mg/dl. The customer stated that the insulin pump may have been exposed to moisture between humidity in the air and sweat from her body. Advised discontinuation of the insulin pump. She observed that her high blood glucose was likely due to her just having eaten but not being able to bolus. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm noted. No battery out limit alarm noted. No moisture damage found inside the device. The unit was received with intermittent button response due to corroded keypad traces, cracked case display window corner, and cracked reservoir tube lip.